Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received for analysis was the detached stent. The delivery catheter was not received for analysis. An examination of the detached stent identified that the stent appeared flared at each end. As the delivery catheter was not returned for analysis it is not possible to determine if the balloon had been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left pulmonary artery. A 10.0x30x135 cm express ld vascular stent was advanced to treat the lesion but the stent was dislodged before reaching the target lesion. The device was removed through a surgical procedure. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left pulmonary artery. A 10.0x30x135 cm express¿ ld vascular stent was advanced to treat the lesion but the stent was dislodged before reaching the target lesion. The device was removed through a surgical procedure. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.